Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was not returned to fisher & paykel healthcare for evaluation. Further information was sought but to date no response has been received. Photographs were provided by the hospital, but none of these were of the complaint cannula. Results: from the information and photographs provided by the customer we can conclude that the cannula had most likely become detached from the swivel connector. Conclusion: without the device to evaluate we cannot conclusively determine what had happened to cause the reported damage, but it is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that an opt946 nasal cannula 'pulled apart easily from the hard plastic connector'. There was no patient consequence.